Event description:
This lead was implanted on (B)(6) 1999 and was capped on (B)(6) 2013 due to high thresholds. The physician was dr. (B)(6) at (B)(6) institute in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).